Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 95% stenosed, calcified target lesion was in a severely tortuous left circumflex artery (lcx) including the obtuse marginal (om) branch. The lesion was predilated with a 1.3mm non-bsc balloon catheter. An intravascular ultrasound (ivus) imaging catheter, of unknown type, was advanced, but unable to cross the target lesion. The lesion was predilated again with a 2.0mm non-bsc balloon catheter but was unable to expand fully. A 2.5x24mm taxus express2 drug eluting stent (des) was advanced but unable to cross the target lesion. The "anchor technique" was attempted, but unsuccessful. The taxus express2 des was removed from the patient's body when it was noticed that the middle area of the stent was "deformed". The procedure was completed successfully using another 2.5x24mm taxus express2 des. There were no patient complications reported with the patient's condition listed as "good".

Manufacturer narrative:
A device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.